Event description:
It was reported that the plug broke into two pieces on insertion. The pieces were retrieved and another plug was used (unsure of what size plug used instead). The customer stated that no undue force was applied and the correct protocol of sizing was used.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the plug broke into two pieces on insertion. The pieces were retrieved and another plug was used (unsure of what size plug used instead). The customer stated that no undue force was applied and the correct protocol of sizing was used.

Manufacturer narrative:
An event regarding intraoperative fracture involving a exeter bone plug was reported. The event was confirmed. A material analysis has been performed. The report concluded: ¿the exeter plug broke from an overload condition. No material or manufacturing defects were observed during this analysis.¿ medical records not performed as patient factors did not contribute to the reported event. There have been no reported discrepancies for the referenced lot. Complaint history review: there has been one other event for the lot referenced. The investigation concluded that device fracture was caused by user misuse by applying too much force during implantation.